Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture." Patient reported "felt uncomfortable." Healthcare professional additionally reported "cancer diagnosis on the right side"; this event is not related to the device. Device has been explanted.